Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According tot he available information, device malfunctioning.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with the pump, cylinder #1, or cylinder #2. Because the available information did not indicate what factors may have contributed to the reported "malfunction", and because no functional abnormalities were noted, quality cannot determine the cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.